Event description:
It was reported by the patient's family that the patient had gone into an emergency room due to seizure like symptoms and soon after had expired. No complaints or allegation had been made against the device and the family had not suspected an issue with the internal pulse generator system. The patient's death certificate was received by the family and one of the causes of death listed was "faulty pacemaker" according to the family member. The patient's physician's office had no record of an issue with the device. An attempt was made to get additional information and the death certificate but these things have not yet been made available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information has been requested, including the death certificate, and has not been made available.